Event description:
It was reported that shaft break occurred. The patient received coronary interventional therapy due to coronary heart disease. The target lesion was located in the left coronary artery with a length of less than or equal to12mm. Intravascular ultrasound measured the vessel diameter at 2.7 mm. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. No abnormalities were observed when the balloon reached the target lesion and pressure was applied. Upon withdrawal, the balloon catheter was observed to be kinked and unexpectedly fractured. The procedure was completed with another of same device. There were no patient complications, and the patient remained stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.